Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# va1ukuq, implanted: (B)(6) 2018, product type lead. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 02-jul-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a right cranial site wound disruption. Surgical washout and reclosure of right cranial site was performed. No environmental/external/patient factors that may have led or contributed to the issue were reported. It is has been asked, but is unknown if the issue is resolved at the time of this report. Regarding the device, there were no impedance issues post-op. No other symptoms or further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from a manufacturer representative (rep) clarifying that the patient was constantly in communication with the neurosurgery department so that they could monitor the patient's status of the wound disruption. The cause of the wound disruption was not determined and there has been no update in status as of this time.